Manufacturer narrative:
D10: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2: (B)(6), 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm: (B)(6), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 203-96-64 - saw ez1913.m62 90x19, 1.27mm strkr5/6/7: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately 3 months after a left total knee arthroplasty the patient experienced worsening pain, deteriorating range of motion, progressive deformity and significant interference with function. Post operative medical study noted arthrofibrosis. The patient underwent an unknown manipulation under anesthesia. The patient outcome was reported as resolved approximately 8 months post the manipulation procedure. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: b2, b3. A review of complaint history determined that no further action is required as no trends were identified. The reported revision due to arthrofibrosis in this event cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.